Event description:
The facility reported the set leaked during infusion of 5fu chemotherapy in a patient home. It is not known where the leak occurred on the set. The sample was discarded and it not available for evaluation. The facility reported that no patient injury or medical intervention was required.